Event description:
Pt with bilateral knee done in 1993. Last year began to have increased pain. Had fairly extensive exams ultimately bone scan suggested femoral component loosening. Revision knee surgery was done, left total knee arthroplasty performed and the polyethylene showed an unusual flaking pattern of failure. The medical femoral condyle had in large part eroded, the femoral implant was "finger loose" revision involved both bone grafting and stemmed femoral implant.

Event description:
Pt with bilateral knee done in 1993. Last year began to have increased pain. Had fairly extensive exams ultimately bone scan suggested femoral component loosening. Knee revision surgery was done. Left total knee arthroplasty perfomed and the polyethylene showed an unusual flaking pattern of failure. The medical femoral condyle had in large part eroded, and the femoral implant was "finger loose" revision involved both bone grafting and stemmed femoral implant.